Manufacturer narrative:
This report was found during a retrospective review as part of an event management plan. The manufacture was informed of this event on 18 may 2016. (B)(4). The event is currently under investigation.

Event description:
Global study, (B)(6), core lab report filter tilt 17.7 degrees in proc venacavagram. This (B)(6) male presented at the time of enrollment with no venous thromboembolism (vte) present but at risk due to recent trauma, surgery, and anticipated prolonged immobilization. On (B)(6) 2015, during the study index procedure, the patient received a gunther tulip filter. Procedure: the inferior vena cava (ivc) diameter at the intended filter location was 21.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a g&#1806;ther tulip was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Site report of tilt per post-procedure x-ray was 11-<16 degrees. Core lab analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter placement site was the infrarenal, and the ivc diameter at the filter location was 17.9. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did/did not appear outside the column of contrast after filter placement. From the venacavagram, the angle of filter tilt in the ap view was 17.7 degrees. Post-procedure x-ray ((B)(6) 2015) revealed: site: 11-<16 degrees tilt core lab: 10.9 degrees tilt in ap view 1.7 degrees in oblique view pre-retrieval x-ray ((B)(6) 2015) revealed: site: 11-<16 degrees tilt core lab: 4.6 degrees tilt in ap view on (B)(6) 2015 (223 days post-procedure), the filter was no longer clinically needed and was retrieved without difficulty. On (B)(6) 2015 (264 days post-procedure), the patient completed follow-up and exited the study.

Manufacturer narrative:
(B)(4). Investigation - evaluation. A review of the complaint history, drawings, device history record, manufacturing instructions and quality control was conducted during the investigation. Imaging confirmed a 17° filter tilt upon filter deployment, but during follow-up after approx. 7 months the filter was in a stable cranial-caudal position with less tilt measuring only 10°. The reason for the tilt cannot be determined, but a common deployment mistake can result in a deployment tilt. Also, one of the primary filter legs had penetrated the ivc without clinical symptoms. It is reported the filter was retrieved without difficulty. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Additionally, filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. The investigation found no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Review of device history record shows no nonconforming events which could contribute to this failure mode. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.

Event description:
(B)(6), core lab report filter tilt 17.7 degrees in proc venacavagram. This (B)(6) male presented at the time of enrollment with no venous thromboembolism (vte) present but at risk due to recent trauma, surgery, and anticipated prolonged immobilization. On (B)(6) 2015, during the study index procedure, the patient received a gunther tulip filter. Procedure: the inferior vena cava (ivc) diameter at the intended filter location was 21.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a guenther tulip was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Site report of tilt per post-procedure x-ray was 11-<16 degrees. Core lab analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter placement site was the infrarenal, and the ivc diameter at the filter location was 17.9. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did/did not appear outside the column of contrast after filter placement. From the venacavagram, the angle of filter tilt in the ap view was 17.7 degrees. Post-procedure x-ray ((B)(6) 2015) revealed: site: 11-<16 degrees tilt. Core lab: 10.9 degrees tilt in ap view. 1.7 degrees in oblique view. Pre-retrieval x-ray ((B)(6) 2015) revealed: site: 11-<16 degrees tilt. Core lab: 4.6 degrees tilt in ap view. On (B)(6) 2015 (223 days post-procedure), the filter was no longer clinically needed and was retrieved without difficulty. On (B)(6) 2015 (264 days post-procedure), the patient completed follow-up and exited the study. Imaging of this case was reviewed by outside professional clinical review. Venogram, CT and x-ray from (B)(6) 2015 as well as venogram and x-ray from (B)(6) 2015, along with the complaint report, were submitted for review. Findings: CT scan of the abdomen and pelvis dated (B)(6) 2015 demonstrates bibasal atelectasis. The ivc demonstrates normal anatomy. The infrarenal ivc measures 25 x 18 mm. There is a right femoral arterial line, a right common femoral venous line, and a left common femoral venous line. There are no definite filling defects within the ivg, iliac or femoral vessels to suggest dvt. There is minimal layering high-density fluid along the left colonic cutter most consistent with hemorrhage. There is an open wound involving the proximal left thigh as well. There are multiple transverse process fractures on the right. CT scan of both lower extremities dated (B)(6) 2015 demonstrated extensive posttraumatic and postsurgical changes involving both lower extremities involving the right ankle and distal tibia and fibula as well as comminuted fractures involving the left foot. There are postsurgical implants along the medial aspect of the left calf. There is no IV contrast present to evaluate for venous or arterial abnormalities. Venogram from time of ivc filter placement dated (B)(6) 2015 demonstrates a measuring pigtail catheter inserted via an internal jugular approach terminating in the caudal ivc. The infrarenal ivc measures 19 mm. A gunther tulip filter was deployed in an infrarenal location demonstrating immediate 17 degrees of leftward tilt. The maximal distance between the primary filter feet measures 19 mm. The hook of the ivc filter appears to approach the wall of the ivc, at the inflow of the left renal vein. Plain x-rays status post filter placement demonstrates the filter in stable position with the hook terminating at the midportion of the l-1 vertebral body. There is 11 degrees of leftward tilt in reference to the posterior spinous processes. On the lateral radiograph there is 0 degrees of tilt present. X-rays and venograms from time of ivc filter retrieval dated (B)(6) 2015 demonstrate the gunther tulip filter with 0 degrees of tilt in reference to the posterior spinous processes on the ap projection, a lateral projection was not obtained. A venogram is performed, again through an internal jugular approach pigtail catheter positioned caudal to the ivc filter. In reference to the lumen of the ivc, there is 10 degrees of leftward tilt present. The hook of the ivc filter no longer appears to abut the wall of the ivc. The filter is not changed in the cranial caudal location in the interim. One of the primary filter legs projects 4 mm outside of the right side of the column of contrast. The maximal distance between the primary filter feet measures 22.8 mm. The ivc filter was retrieved and post retrieval images demonstrate no evidence of extravasation or significant ivc spasm. The impression gathered was: per complaint report, the gunther tulip filter was placed for an acr-si appropriate indication of severe trauma with immobility and planned surgery. Initial CT scan of the abdomen and pelvis demonstrates no ivc anatomic variant with no significant thrombus within the visualized ivc, iliac veins or common femoral veins. CT scan of both lower extremities demonstrates extensive orthopedic injuries involving the lower legs. No IV contrast was administered during the CT scan of the lower extremities to evaluate for potential dvt. X-ray images and venograms from time of ivc filter placement confirm normal ivc anatomy. Upon deployment of the gunther tulip filter there was evidence of significant2 leftward tilt, measuring 17 degrees. There is no discussion in the complaint report about problems with deployment of the filter. There is no mention of whether the filter was inadvertently pushed out of the sheath instead of unsheathing the filter, a common deployment mistake that can result in a deployment tilt. Follow-up x-ray and venographic images at time of ivc filter retrieval demonstrates the filter in stable cranial-caudal position. There is less leftward tilt present on the retrieval venogram now measuring only 10 degrees, as opposed to the initial 17 degrees. There is interval development of penetration 1 of one of the primary filter feet extending 4 mm outside of the column of contrast. There is no mention in the complaint report of any clinical symptoms related to this single leg penetration. The filter was retrieved and the post retrieval images demonstrate no immediate complications with the ivc. The complaint report states the filter was retrieved without difficulty.